Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a new follow-up report will be send.

Event description:
The clinician reported 2 months after the dental implant was placed in ada site 4 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician noted the patient was compromised from previous health issues. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 2 months after the dental implant was placed in ada site 4 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician noted the patient was compromised from previous health issues. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.